Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date the patient was treated with intraperitoneal (ip) fortum (1 gm, once a day, treatment was ongoing), and reflin (1 gm, once a day, ip, treatment was ongoing). The patient was not hospitalized for the event, and was reported to be recovering. Pd therapy was ongoing. No further information was provided.